Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received inappropriate shocks from implantable cardioverter defibrillator due to device settings. The device was reprogrammed. The patient was stable.

Event description:
New information received notes the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing for atrial fibrillation with rapid ventricular response in addition to slow ventricular tachycardia. It was noted that the device failed to deliver high voltage therapy in the past for true ventricular tachycardia.

Manufacturer narrative:
Correction: h6 medical device problem code should have included 1543.